Event description:
Male pt for a thoracic epidural block. Physician used an accutip by clint pharmaceuticals needle -catalog at2035t, lot 9012-1- epidural needle 20g x 3.5" fixed wing. Needle broke off under skin of pt, requiring physician to make small incision to retrieve needle fragment.